Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the implantation procedure of the subject device, lead connection issues were incurred in the svc df-1 position. Reportedly, clicking of the associated screwdriver could not be obtained, when tightening the set-screw. The physician indicated that a competitor's screwdriver was initially used unsuccessfully to tighten the set-screw, but then a second attempt was successful. The subject device was subsequently implanted, and post-operative measurements were normal.